Event description:
It was reported that patient presented in clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) delivered inappropriate shock due to over sensed noise. It was suspected that the noise was due to electromagnetic interference (emi). No intervention was performed. Patient condition was unknown.